Event description:
Twin-o-vac attached to pole of infant warmer is used either to deliver oxygen or to suction. Caregiver, intending to suction hooked tubing up to outlet labeled "oxygen" caregiver unable to see outlet labeled suction due to position of outlet and position of labeling.